Manufacturer narrative:
Additional information: section h imdrf annex codes: upon investigation of the actual device used in the incident, it was determined that the medication unable to be saved on facility formulary. A technical support specialist (tss) checked the formulary, med, combo meds. The item was not initially shown as added to the medication. On the production server, the tss added the item, saved it, exited the menu, returned, and confirmed it was attached. Later, the product support engineer (pse) confirmed that combo medications did not show the combo item when pulled via override but did show it when pulled with an order. The customer tested with an order, but it failed initially. After confirming the station and creating a new order, the combo item prompt appeared successfully. The customer confirmed and approved case closure. The system functioned as intended after the technical support specialist and pse troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server , meds unable to be saved on facility formulary. The customer reported occurred issue affecting the workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server , meds unable to be saved on facility formulary. The customer reported occurred issue affecting the workflow. There were no adverse events or injuries reported based on this event